Manufacturer narrative:
The device was not returned for analysis. A failure analysis could not be performed.

Event description:
It was reported that the therapy cable pins were broken off inside the connector. The unit was dropped by the customer. There was no pt use associated with the reported event.